Event description:
An endurant stent graft system was implanted in a patient for the treatment of a 6.6 cm in diameter abdominal aortic aneurysm. Vessel morphology was reported as the aortic neck was short, 12 mm in length, with moderate angulation. The aortic neck was 22 mm in diameter at the renal artery and 12 mm below the renal artery is 25 mm in diameter. It was reported that the bifurcated stent graft was implanted slightly lower than the physician intended. There were no endoleaks; however the physician decided to implant an endurant aortic cuff proximal to cover the 2-3 cm between the stent graft and renal artery. The endurant aortic cuff stent graft delivery system was selected however was unable to be advanced through an 18f sheath. The physician removed the aortic cuff delivery catheter and the stent graft was partially unsheathed. The device was not re-inserted into the patient. The physician used another endurant aortic cuff successfully. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).